Manufacturer narrative:
Initial reporter's phone#: (B)(6). Investigation :investigation summary: four photos and no customer samples were received for evaluation. The photos were evaluated, and foreign matter was observed on the cannula. The foreign matter could not be identified as the sample was not returned. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Investigation conclusion: based on the investigation, the customer¿s indicated failure mode for foreign matter on the cannula was observed by bd pas during evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Root cause description. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that foreign matter was found on a bd flashback blood collection needles 21g x 1". Observed before use. No report of medical intervention or serious injury.